Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.¿if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain 4 of 4. The hp disconnected from the hc and then turned the power off. However, it was unknown if the system error occurred before or after the hp disconnected from the hc. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.